Event description:
It was reported that the patient¿s stimulator was turned down to 0.0 volts and they turned it down last night but wanted to make sure it was off. The patient saw the lightning bolt icon indicated stimulation was still on and then they turned stimulation off. The patient needed to have their stimulation off for an upcoming stress test. The patient hadn¿t seen their health care provider (hcp) since the implant. The patient had other issues since they had it in like that the whole left side of their body felt weird most times and they got weird sensations and that was why they were having the stress test done. One of the patient¿s kids kind of kneed their device and the patient wanted to know if that could affect the device. This occurred probably a year or so ago at least. It was later reported that the patient was having other issues and she was not sure if neurostimulator got damaged because kids had jumped and put knee on neurostimulator area when playing on the patient. She was not sure if its cracked. The patient has had funny sensations on inside and on left side of body and this all stemmed after implant. The patient has had it off since probably october. She had heart cath and stress test and never turned back on. She mentioned in call that she wanted it taken out. The patient believes some of the issues resulted from manufacturer and wants it out. She had not had device checked. The patient never had tried other programs or had a reprogramming session. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v577639, implanted: (B)(6) 2011, product type: lead. (B)(4).